Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was programmed with correct time and date. Unit was monitored for three days with test reservoir installed. Programmed basal rate, several bolus profiled and delivered during a period. All bolus and basal delivered correctly and were properly recorded at their history screens and add up properly at the daily totals.

Event description:
Customer reported that her insulin pump is not delivering the right amount of insulin. She stated that the unit is over delivering. Customer also stated that she filled the reservoir and changed twice. Customer assured that she did not used all that insulin. Checked daily totals, basal, bolus history and prime history and it did not add up correctly. Nothing further was reported.